Event description:
It was reported that the patient presented to the hospital for low blood pressure unrelated to the device. High capture threshold was noted on the right atrial (ra) lead. The ra lead was explanted, and a new ra lead was implanted. The patient was stable before, during, and after the procedure.

Event description:
New information received indicated that intermittent loss of capture was also noted on the right atrial lead.

Manufacturer narrative:
The reported event of intermittent capture and high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.